Event description:
A posterior cuff not returned was found during evaluation of the returned device. The location of the detached cuff is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the plunger was not confirmed. The suture detachment was confirmed. Returned device analysis identified the posterior cuff was not returned. The location of the cuff is not known. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to a transcatheter endovascular aneurysm repair (tevar) procedure. Reportedly, the proglide plunger was difficult to remove and the sutures broke. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 18f and the tevar procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.